Manufacturer narrative:
D1: the reported product is an unknown vantive transfer set. E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the roller clamp of a transfer set was "very loose". It was not reported what process step of peritoneal dialysis (pd) therapy the event was observed. It was further reported the set "does open and fully close". The cause of the event was not reported; however, it was reported the transfer set was placed in january of this year. It was reported that the patient experienced peritonitis. The cause of peritonitis was not reported. It was reported the patient was currently in the hospital for the event. Treatment, patient outcome and action taken with pd therapy were not reported. The transfer set was replaced. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photo did not identify any abnormalities. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.